Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in process specifications. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provided evidence to support defective product. The product effect may vary with each individual. Follow-up (february 11, 2015): new information received from product complaints (pqc) group included: quality assurance (qa) investigation results. Follow-up (april 08, 2015): follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the events thermal burn, blister, burning sensation, scar, and chemical burn on the skin as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and these events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Follow-up (april 23, 2014): new information received from the contactable consumer includes: new event scar, product indication, action taken, and patient information, product usage information. The patient was hospitalized and case upgrade to serious and reportable. Case comment: based on the information provided, the events thermal burn, blister, burning sensation, scar and chemical burn on the skin as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and these events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Like four inches on lower abdomen on left side that's blistered [blister] . Took some skin off [skin exfoliation]. Burning sensation [burning sensation]. Burned/burn to the abdomen [thermal burn]. It was probably a chemical burn [chemical burn of skin]. It has been sixteen hours and the wrap is still hot [product quality issue]. Scar [scar]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare menstrual) (device lot number g83193, expiration date january 2016) on (B)(6) 2014 once for menstrual cramps/menstrual pain. The patient's medical history was not reported. There were no concomitant medications. The patient previously used thermacare with no same problem/symptom experienced during previous use. It was reported the patient used the thermacare menstrual heat wrap for three hours and it burned. It had been sixteen hours and the wrap was still hot. The patient had used the product many times before and this was the first time this had occurred. She used and applied the product last night, (B)(6) 2014, to her lower stomach for three hours at 1800, checked it at 2100 saw it burned and took it off. She described it as like four inches on lower abdomen on left side that's blistered and took some skin off too. She also experienced a burning sensation. She did go to the emergency room to seek medical care. She stated that her physician informed her it was probably a chemical burn. The patient was hospitalized due to the events. While on follow-up, the patient has scars on abdomen from the burn and it took burn 2 weeks to clear up, consult a healthcare professional for the problem and mederma was given for scar. Therapeutic measures included the site was treated washed, provided antibiotics; burn cream was applied, and was bandaged up. She had to change the bandage every six hours, wash with antibacterial soap and apply burn cream to the site. Received treatment numbing for burning sensation. The patient had medium (neither light nor dark), dark or live skin tone, she did not have sensitive skin and had no abnormal skin conditions. The patient had previously used electric heating pad, hot watter bottle, microwave gel pack. The patient was not sleeping while wearing the product. She was wearing several layers of clothing over the product, there was no pressure applied over the area. She attached the adhesive to clothing. The patient did not exercise while using the product. She checked the skin under the product at the three hour mark and took it off. She read the usage instructions on thermacare before she used the product. The action taken with thermacare heatwrap was discontinued on (B)(6) 2014. The outcome of the event took some skin off was not recovered and the outcome of the other reported events was resolved on an unknown date. Additional information received from product quality complaint (pqc) group provided quality assurance (qa) investigation results. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product in process specifications. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available.